Manufacturer narrative:
Two used 011-h2799 devices were returned for investigation. This supplemental emdr represents the complaint investigation for return #2 testing. Return #2 was evaluated/investigated. The customer's complaint was confirmed as one of the four ports were separated at the bond to the trifuse adapter. Visual examination under uv light revealed inadequate solvent coverage at the bond that separated. Subsequent functional testing showed that several of the intact bonds did not meet bond integrity testing. The probable cause of the bond separation is typical of inadequate solvent applied during the manufacturing manual bonding assembly process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 01-nov-2023.

Manufacturer narrative:
Two used 011-h2799 devices were returned for investigation. This supplemental emdr represents the complaint investigation for return #1 testing. Return #1 was evaluated/investigated. The customer's complaint was confirmed as one of the four ports was separated at the bond to the trifuse adapter. Visual examination under uv light revealed inadequate solvent coverage at the bond that separated. Subsequent functional testing showed that several of the intact bonds did not meet bond integrity testing. The probable cause of the bond separation is typical of inadequate solvent applied during the manual bonding assembly process during manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 01-nov-2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The reported complaint involved a 32 cm (13") appx 3.3 ml, set ambrato per infusione per pompa con perforatore con valvola e 4 accessi con bcv. The customer reported detachment of a check valve from the device's main tree during a change of the chemotherapy agent while connected to a patient. The valve disconnected due to the pressure of the liquids in the tree, and liquid escaped through the opening created by the detached valve. The customer reported the following possible consequences: during using the product, fluid (at best the solvent, at worst the chemotherapy agent) flows through the infusing line resulting in major risks for the users: exposure to a cytotoxic agent and major risk for the patient (loss of the product, exposure and septic risk). No one was harmed during the incident.